Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. The stresses of the expanding device may induce pressure ischemia and necrosis, especially in tight or thin-skinned areas. Folds in a partially filled tissue expander may also result in thinning and erosion of adjacent tissue. Excessively rapid tissue expansion may compromise the vascularity of the overlying tissue.

Event description:
Healthcare professional reported an unknown side "eschar". "Eschar" is being "manag[ed]...expectantly" by the physician, and the device remains implanted.